Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4) device not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vicmo12.1 implantable collamer lens, -14.50 diopter, in the patient's left eye (os) on (B)(6) 2015. On (B)(6) 2016, the lens was exchanged for a longer lens due to low vault. The problem was resolved.

Manufacturer narrative:
.Patient's post-op best corrected visual acuity was 20/20 and uncorrected visual acuity was 20/25. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial and there was clear surgical residue debris on the product. Visual inspection found the lens to have no visible damage. Work order search: no similar complaints were reported for units within the same lot. Conclusion code: the anterior endothelium chamber depth (acd) is below 3.0mm per dfu for this lens model, this lens model is contraindicated for acd below 3.0mm. (B)(4).